Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 29/apr/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. A cinch was returned with the distal components detached and the suture line is present on the plug. There is a small amount of suture material stuck in-between the collar and plug. The beaded wire broke off at the distal end and there are jagged edges where the detachment occurred. No functional evaluation could be conducted due to the beaded wire being damaged. The complaint has been verified as the beaded wire is broke at the distal end.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 28/dec/2020. The reporter mentioned that "there was no patient harm." A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "suture assembly - suture broke during procedure" as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Note: ensure suture is not tangled after removal from the cartridge. Caution: do not use when valve covers are closed as suture drag will be increased. Caution: if resistance is encountered when advancing the anchor exchange through the working channel of the endoscope, reduce the endoscope angulation until the device passes smoothly. Warning: ensure appropriate suture slack has been created for desired suture path and pattern. Advance anchor exchange and/or manipulate endoscope to create suture slack.

Event description:
Mw5097761 reported: the disposable overstitch suture cinch tip broke off during use.